Event description:
It was reported that the vns pts device revealed "elevated impedance" at a follow up visit. Good faith attempts to obtain additional info from the physician, including the implanted device info, but no response has been received to date.